Event description:
Account - sanofi aventis sanofi complaint ref# (B)(4). Item, sku, lot# - unknown event description: needle blocked note - this request is received from portugal. Please check the attachment for additional information.

Manufacturer narrative:
Additional information provided in b4, g6, h2, h11 note, while the event was reported in the united states it occurred in portugal correction made to d9 (device availability) and h6 (investigation type, investigation finding, investigation conclusion). Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as bent cannula npe. The root cause cannot be determined, as the returned samples were opened. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.